Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in coma and hospitalized with low blood glucose of 5mg/dl. The customer has been experiencing low glucose for the past two months. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir showed the same amount of insulin as shown on the status screen. No further information was provided.